Event description:
The device was later explanted and was replaced with another boston scientific ICD. The explanted device was returned.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri) battery status with a monitoring voltage of 2.56v and a charge time of 23.6 seconds. Technical services discussed the mid-life display of replacement indicators advisory and noted that eri was triggered due to exceeding the extended charge time limit.

Manufacturer narrative:
The device was scheduled for replacement. As of today, this device remains in service without complication. No adverse patient effects were reported. This report will be updated when additional information is received.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.